Event description:
During a laparoscopic cholecystectomy procedure, clips were distorted and not shaped correctly. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.